Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb was implanted in the endovascular treatment of a aaa . It was reported that during the index procedure, the trigger on the delivery system was jammed and would not slide down. The slider was then manually rotated out and thestent graft deployed. There was no resistance when the slider was manually rotated. Per the physician the cause of the deployment issue was a defective trigger. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the external slider and graft cover were partially retracted on receipt of the device. The stent graft had been deployed prior to receipt of the device and was not received for analysis. Kinks were evident to the graft cover immediately distal to the strain relief. Kinks and separation were evident to the spiral member distal to the stent stop and proximal to the tip. The graft cover could be retracted and advanced via rotation of the external slider with no issues noted, however when attempting to engage the trigger it was very stiff and could not be fully retracted. No other deformation evident to the remainder of the device. The reported deployment/expansion issues could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.